Event description:
Healthcare professional reported right side capsular contracture, baker grade I.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on radius assessed as fold flaw opening and missing shell observed assessed as inconclusive. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease fold, stress marks and wear abrasion observed on the device.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, h.6.

Event description:
Additional event of early capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right rupture. Device remains implanted.